Event description:
Customer reported to beckman coulter, inc (bec) that there was fluid leaking from inside the right compartment of the coulter hmx analyzer with autoloader. Customer reported that the leak was not contained within the instrument. Customer reported that fluid leaked onto the counter, below the instrument. Customer reported that there was also dried bluish-green color reagent on counter. Customer reported that the volume of the leak was approximately 100 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found tubing at pinch valve 43 had a hole. The fse replaced the tubing. The fse also performed preventive maintenance.

Manufacturer narrative:
(B)(4).